Manufacturer narrative:
The autopulse platform (B)(4) was returned to zoll chelmsford on (B)(6)2015 for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and damage to the front enclosure and a bent battery lock clip were observed. A review of the archive was performed and no discrepancies were observed. Functional evaluation of the returned autopulse platform was performed. It was found that the channel roller assembly was faulty, which confirmed the reported issue that the lifeband would not stay intact and would pop out. To remedy this issue, the channel roller assembly was replaced. During the 10 minute run in test with the 95% patient test fixture lrtf (large resuscitation test fixture), which is equivalent to a (B)(6) patient, there were no faults observed. Replaced parts: replaced channel roller assembly. The battery lock clip was also replaced, which was not related to the reported event. In summary the customer's reported complaint was confirmed. The channel roller assembly was replaced to remedy the complaint. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. Additionally, the pdb board was replaced per routine service procedure. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria and performed as intended.

Event description:
It was reported that during patient use the lifeband on the autopulse (B)(4) was loose and pops out. There were no error messages displayed. There was not adverse effects. They were able to connect the lifeband and continue with patient treatment. No patient or additional information was provided.